Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Sizing guide is not sliding down the post easily. Could lead to incorrect sizing of the femur and incorrect implant size being implanted.

Manufacturer narrative:
The complaint states sizing guide is not sliding down the post easily. Could lead to incorrect sizing of the femur and incorrect implant size being implanted. A complaints database search did not identify any anomalies. The returned product was transferred to bioengineering for review. A report was received stating; the complaint of ¿sizing guide is not sliding down the post easily¿ appears to be justified as the femoral sizer does not slide along the distractor as intended by design. An evaluation of the parts revealed that one or more of the tangs of the collet of the femoral sizer were damaged and bent inwards which when assembled to the distractor column, led to an unintended level of impingement, hence the difficulty in the sliding the femoral sizer along the distractor body. Based on the scuffing, it is believed that the instrument was damaged, causing one or more of the tangs to stress beyond their elastic limit and bend inwards, resulting in the sizer not sliding correctly up and down the distractor column. The damage to the tangs is not foreseeable in normal use as the balanced sizer collet mechanism was designed such that the tangs are protected from damage by the locking nut, and the locking nut is not intended to be disassembled. The tangs of the collet of the femoral sizer are optimally designed to be sufficiently elastic to easily permit the tightening of the locking and grip the distractor assembly without permanent deformation occurring, while being sufficiently robust to damage. If, however, the locking nut is intentionally removed and disassembled, the tangs could be vulnerable to the damage and deformation damage, as seen here could occur during use or cleaning and sterilization. The failure is believed to be due to damaged caused during unnecessary disassembly of the device and is not considered to be design related. The complaint shall be closed to user error; it will be entered into the complaint database and monitored through trend analysis.